Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The device sensing vector was in the primary position. Technical services discussed some testing and programming options. Office testing found the best sensing vector was in the alternate setting and reprogrammed the device. There were no additional adverse patient effects. The system remains implanted.